Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-off. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The device was successfully installed on (B)(6) 2010. On (B)(6) 2010 it appears the device turned itself on multiple times and would not power off. The problem with the device was traced to a faulty q37 transistor in the on/off circuitry on the printed board assembly. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use,.